Manufacturer narrative:
The hill-rom technician found the siderail cable was pinched and needed to be replaced. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the patient had preventative maintenance performed on this bed. The technician replaced the siderail cable assembly and caregiver control panel to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed will intermittently raise and lower unintentionally (self run). The bed was located at the patient's home. There was no patient/user injury reported. (B)(4).